Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 222mg/dl. A system check was performed and the occlusion was found to be within the cartridge. The customer delivered test boluses and additional occlusion alarms occurred. The additional occlusion alarms were found to be within the new cartridge loaded. A new cartridge was loaded and the customer received a cartridge change error. The customer reinstalled the original cartridge and successfully completed the load sequence.